Event description:
The hosp alleges that a pt developed a staff aureus infection following an epidural that needed to be surgically drained. The clinician states that the infection could have come from any source.

Manufacturer narrative:
F.7. This report is a follow-up of the report submitted by sims, inc. (The device MFR) on 3/14/97. The user facility did not submit a medwatch report for this event. F.10. Device code #2203 (other): no device failure: sims has not received any similar reports of infection after use of this tray from any other source. Sims has concluded that there is no indication tha the use of this device was the cause of this event.